Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterus / left fallopian tube not blocked') and embedded device ('myometrium: foreign body (wire) present / coiled wire inserted into myometrial wall') in a 34-year-old female patient who had essure (batch no. 927974-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass from 2009 to 2010 and gallbladder removal from 2009 to 2010. Concurrent conditions included multigravida, headache, uti, irregular menstruation, backache, tenderness, thrombosis, post coital bleeding, chronic cervicitis, endocervical squamous metaplasia, nabothian cyst, adenomyosis, pap smear abnormal, obesity, enterocele, uterovaginal prolapse and dysfunctional uterine bleeding. Concomitant products included ibuprofen since 2012, medroxyprogesterone acetate (depo provera) and paracetamol (tylenol) since 2012. On (B)(6) 2012, the patient had essure inserted. In april 2012, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 5 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy and laparoscopic enterocele repair). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, embedded device, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, alopecia and vulvovaginal pain outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered alopecia, device expulsion, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 4 on right cornua diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: 1. The left fallopian tube is patent with free spill into the peritoneum. 2. Radiopaque device on the left does not appear to be within the tube. Right fallopian tube is occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded device the lot number reported 927974 is invalid most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterus / left fallopian tube not blocked') and embedded device ('myometrium: foreign body (wire) present / coiled wire inserted into myometrial wall') in a 34-year-old female patient who had essure (batch no. 927974-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass from 2009 to 2010 and gallbladder removal from 2009 to 2010. Concurrent conditions included multigravida, headache, uti, irregular menstruation, backache, tenderness, thrombosis, post coital bleeding, chronic cervicitis, endocervical squamous metaplasia, nabothian cyst, adenomyosis, pap smear abnormal, obesity, enterocele, uterovaginal prolapse and dysfunctional uterine bleeding. Concomitant products included ibuprofen since 2012, medroxyprogesterone acetate (depo provera) and paracetamol (tylenol) since 2012. On (B)(6) 2012, the patient had essure inserted. In april 2012, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 5 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy and laparoscopic enterocele repair). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, embedded device, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, alopecia and vulvovaginal pain outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered alopecia, device expulsion, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 4 on right cornua diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: 1. The left fallopian tube is patent with free spill into the peritoneum. 2. Radiopaque device on the left does not appear to be within the tube. Right fallopian tube is occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded device the lot number reported 927974 is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterus / left fallopian tube not blocked') and embedded device ('myometrium: foreign body (wire) present / coiled wire inserted into myometrial wall') in a (B)(6) female patient who had essure (batch no. 927974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass from 2009 to 2010 and gallbladder removal from 2009 to 2010. Concurrent conditions included multigravida, headache, uti, irregular menstruation, backache, tenderness, clot blood, post coital bleeding, chronic cervicitis, endocervical squamous metaplasia, nabothian cyst, adenomyosis, pap smear, obesity, enterocele, uterovaginal prolapse and dysfunctional uterine bleeding. Concomitant products included ibuprofen since 2012, medroxyprogesterone acetate (depo provera) and paracetamol (tylenol) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 months 5 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy and laparoscopic enterocele repair). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, embedded device, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, alopecia and vulvovaginal pain outcome was unknown. The reporter provided no causality assessment for embedded device with essure. The reporter considered alopecia, device expulsion, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: number of proximal coils: 3 on left cornua and 4 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: the left fallopian tube is patent with free spill into the peritoneum. Radiopaque device on the left does not appear to be within the tube. Right fallopian tube is occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: embedded device. Most recent follow-up information incorporated above includes: on 9-jul-2019: pfs and mr received- previously reported event ¿injury¿ updated to ¿vaginal pain¿, events- ¿migration of essure location of device: uterus / left fallopian tube not blocked, abnormal bleeding (vaginal), menorrhagia, dyspareunia (painful sexual intercourse), pain, hair loss, myometrium: foreign body (wire) present / coiled wire inserted into myometrial wall¿, reporter, lot number, medical history, concomitant drug, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.